Manufacturer narrative:
Other, other text: additional information revealed no patient involvement h 6 updated.

Event description:
Additional information was received in h 10.

Manufacturer narrative:
Returned device was received top case cracked/chipped by the front right and left bottom corners. Visible contamination by the "l bracket pole clamp. During the evaluation of the device problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that new main board will not sink with interconnect board pf a smiths medical medfusion pump.